Event description:
It was reported to olympus that after starting a procedure and upon connection of the olympus, model ch-s200-xz-ea, hd 3cmos autoclavable camera head to an olympus, model otv-s300 processor, an image with noise was produced and the subject could not be recognized. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found corrosion of the connector contacts, no image present and noise occurred. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, noise on the image occurred because communication failure occurred temporarily due to corrosion on the connector contacts. The cause of why the corrosion was on the connector contacts could not be identified. Corrosion on the connector contacts might be prevented by following the descriptions in the instruction manual which states: "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction. Olympus will continue to monitor field performance for this device.